Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated information regarding rear end leaking and also mentioned blisters on back side. Patient directed to follow up with hcp regarding continued symptoms. Patient stated they think they have an appointment with hcp coming up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated information regarding bowels leaking all the time and cannot seem to get it to stop. Patient also repeated that their bowels were bound up 2 weeks ago and thought it might have been from eating cereal. The patient stated that their bowel leakage symptoms have continued. The patient was on program 3 at time of call and stimulation level was comfortable, so they did not wish to increase it further. Patient stated that program 3 started out good, but now it's not effective. The patient also mentioned that they "had it up to 8" at one point, but that made matters worse. Patient mentioned that they had an accident before an hcp appointment this morning and had to cancel the appointment. Patient mentioned their butt was so sore they couldn't lean on it and had to lean on one one cheek or the other. Agent reviewed stimulation and program considerati ons. Patient said they have some programs they have not tried yet. Agent reviewed email response from rep with name of hcp that is closer to the patient. Agent provided hcp phone number from internet search and encouraged patient to contact the hcp and set up appointment to further address therapy concerns.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller said that the patient has been in the hospital for over 3 days because they can't control their bowels. Caller said the patient is getting it under control but as soon as it gets under control it's hard as a rock to pass it. The caller was redirected to their healthcare provider to further address the issue. Caller stated patient does not currently have hcp. Caller was not with patient at time of the call.  Caller also stated that patient's current ins worked worse than their last one. Caller unsure when replacement happened. Caller directed to follow up with hcp regarding symptoms and to call back if assistance is needed connecting to ins once they are with patient. Additional information was received from the patient. They reported that interstim worked pretty good for a while but they leaked constantly they could not feel it come out, so they turned it up which stopped the leaking but starting about a week ago they have been having trouble they were so bound up they could not get any out, they ended up in the hospital, from saturday to wednesday, they could not even get an enema and they had to get them unplugged. Patient also said this morning they turned it off and had a small bowel movement. After reviewing some options patient requested assistance to use their equipment to turn therapy back on and make an adjustment. Reviewed interstim stim sensation information, control equipment general use and function and recommended patient follow up with their doctor to further address the issue. Patient said they no longer had a doctor, offered and sent listings via us mail. Patient mentioned unrelated medical history pertaining to programming/settings of previous device. Patient stated they're taking miralax and a stool softener.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.